Manufacturer narrative:
This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported a farastar generator was selected for use. It was reported that when attempt was made to deliver an ablation, the error 233 was noted. The issue persisted even after the console was restarted 4 times. No ablation was delivered. The procedure could not be completed due to this event. The patient was already sedated when the issue occurred.

Manufacturer narrative:
This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. E1 initial reporter phone number: (B)(6). Investigation summary: based on the available information, the root cause of the of the system errors presented which resulted in an aborted/cancelled procedure was unable to be confirmed, the device passed all testing, no evidence or abnormalities were observed during the analysis. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: upon return of the device to boston scientific, the device has passed all visual and functional analysis tests without issues. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review was performed using farastar hazard analysis and references "onscreen warnings", with hazardous situation "ablation delivery is inhibited until the condition is corrected" and associated harms "prolonged procedure" and "additional intervention required". The complaint type does not present a new or unanticipated failure type or harm. Therefore, no further review is required. Investigation conclusion: based on the available information, boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device passed all testing, no evidence or abnormalities were observed during the analysis.

Event description:
It was reported a farastar generator was selected for use. It was reported that when attempt was made to deliver an ablation, the error 233 was noted. The issue persisted even after the console was restarted 4 times. No ablation was delivered. The procedure could not be completed due to this event. The patient was already sedated when the issue occurred.